Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the user accidentally pulled out the wrong medication and tried to return it to the machine, but the return button was greyed out. A technical support specialist (tss) mentioned that the item, hydromorphone 0.5 mg tablet, was set to return to the internal bin, and the second option was to waste it. The tss explained that the medication could be configured to allow returns to the bin, and that the user's ability to perform this action might have been restricted by their rights and permissions. The customer acknowledged the explanation.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, return button is greyed out when wanted to return. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient there were no adverse events or injuries reported based on this incident.